Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff passed visual inspection and leakage test. Pump passed visual inspection, leakage and functional test. The balloon was visually inspected and has a hole from tool/sharp instrument damage at the balloon/adapter junction. The balloon did not pass leakage test. This investigation was assigned to the conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that the device suddenly stopped working and the balloon was empty. The aus was explanted. There is no additional information reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had recurring incontinence. The device suddenly stopped working and the balloon was empty. The aus was explanted. There were no additional patient complications.